Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photography and video provided by the customer revealed a crack line on the baffle of the chamber dome. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure " "do not use beyond 14 days maximum duration of use."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber base was leaking water during use. There was no reported patient consequence.